Event description:
It was reported that the patient has been experiencing stimulation at her ipg pocket site for the past three months. The issue occurs only while stimulation is on. An sjm representative met with the patient and reprogramming did not resolve the issue. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.